Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of the plastic screw top unscrewing very easily was received from the customer. Photos were provided for investigation. In the photo the product can be seen, but the component being loose can not be seen. The customer complaint could not be confirmed. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd IV administration set had a loose connection the following information was provided by the initial reporter: "it was reported by the customer that the plastic screw top unscrews very easily. "

Event description:
It was reported that a bd filter self venting 1.2m had a loose connection. The following information was provided by the initial reporter: "it was reported by the customer that the plastic screw top unscrews very easily. "

Manufacturer narrative:
After the return of the device catalog # the product reported in MFR#: has been determined to be exempt. The product is a device manufactured in a facility that does not manufacture devices for the us market. These devices are sold outside of the us and are not similar to bd devices registered or sold in the us. As a result MFR#: is null and void.

Manufacturer narrative:
H.6. Investigation: a complaint of the plastic screw top unscrewing very easily was received from the customer. Photos were provided for investigation. In the photo the product can be seen, but the component being loose can not be seen. The customer complaint could not be confirmed. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd IV administration set had a loose connection the following information was provided by the initial reporter: "it was reported by the customer that the plastic screw top unscrews very easily. ".